Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus."

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 40 mg/dl to 90 mg/dl. Customer drank juice and went to the emergency room and was subsequently hospitalized. Customer was treated with intravenous fluids of saline and insulin. The customer was discharged the next day on (B)(6) 2023 with the issue resolved and no permanent damage. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the suspected cause of the low bg was due to a large manual bolus. Additionally, the cartridge and infusion set had been in use for more than 48 hours with lispro insulin. Tandem technical support educated the customer on insulin labeling, customer understood and acknowledged.